Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified solution and was connected to an unspecified extension tubing set. After an unspecified length of time in use, the healthcare professional attempted to deliver medication IV push through the distal clave y-site of the primary tubing set. It was reported that the healthcare professional noted resistance and was unable to deliver the medication. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.